Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported that the device was sitting in the shop after a keyboard overlay replacement when it powered on by itself. There was no patient involvement. The remote service engineer recommended replacing the user interface. The recommended repair resolved the issue.